Event description:
The user facility reported that during a dental extraction procedure a dental assistant's finger was pricked by a needle attached to their 100-9808 aspirating syringe. The assistant disinfected their finger, self-applied a bandage, and was referred to visit their primary care physician.

Manufacturer narrative:
Two syringes were returned by the customer for evaluation. The evaluation determined that the syringe showed signs of cross threading where the needle attaches which may have caused or contributed to the reported event. The lot history record was reviewed and confirmed the lot was manufactured to specification. The cross threading may have been caused by mishandling by user facility personnel. Additionally, the employee should have ensured the needle was capped during handling. The instructions for use state, "warning to avoid needle sticks, re-cap needle after injection has been given. Precautions keep needle capped while affixing or removing from syringe."